Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Patient condition is reported as "fine". Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00117, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123, 3003898360-2023-00124, 3003898360-2023-00125, 3003898360-2023-00126, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 28 staples remaining in the cover block indicating that at least 7 were fired by the end user. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly form and release. The next four staples were fired with the same result. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. All remaining staples were successfully fired into the skin pad. No defects or anomalies were observed with the returned device. Additional testing was not required as a part of this complaint investigation. Per DHR the product visistat 35r 6/box lot#: 73a2200161 was manufactured on 01/04/2022 a total of (B)(4) pieces. Lot was released on 01/20/2022. DHR investigation did not show issues related to complaint. The IFU for this product: l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was not confirmed based upon the sample received. Visual inspection revealed that the staples appeared properly aligned. Upon engagement of the trigger, the first staple was able to properly form and release. The next four staples were fired with the same result. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. All remaining staples were successfully fired into the skin pad. No defects or anomalies were observed with the returned device. A device history record review was performed with no findings. Therefore, the complaint cannot be confirmed as there was no problem found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Patient condition is reported as "fine". Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00117, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123, 3003898360-2023-00124, 3003898360-2023-00125, 3003898360-2023-00126, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131.